Manufacturer narrative:
An event of infection was reported. The lead was returned in one piece for analysis. Visual examination was performed, and no anomalies were observed. The sterilization records were reviewed, and no evidence of abnormal sterilization cycle was found.

Manufacturer narrative:
This product is registered as a combination product. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-09375 and 2017865-2020-09377. During a clinic follow-up, irritation and swelling of the device pocket was noted. The device, right atrial lead, and right ventricular lead were all explanted and a new system was implanted on the right side of the patient to resolve the event. Following the pocket procedure, a blood culture was performed and confirmed the infection. The patient was prescribed antibiotics to resolve the infection. The patient was stable following the procedure with no adverse consequences reported.